Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens optic was broken and there was patient contact. The procedure was completed on the same day.

Manufacturer narrative:
Part of the lens was returned positioned incorrectly in the lens case. The lens had been cut across the center, typical of removal. Only half of the optic with one haptic was returned. This portion had cracked damage where it was placed incorrectly in the case for return. The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had a large aneurysm on the right side. The cartridge tip had a smaller aneurysm on the left side. Heavy stress was also observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The root cause for the lens damage appeared to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned cartridge. The cartridge tip had a large aneurysm on the right side. The cartridge tip had a smaller aneurysm on the left side. This damage would indicate the lens or plunger were not in acceptable positions for advancement. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intra ocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. It is unknown if a qualified viscoelastic was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).